Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An unrecoverable waste bag pressure alarm occurred at the beginning of a routine hemodialysis treatment. Due to the amount of time spent troubleshooting the alarm the circuit clotted preventing completion of rinseback and resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for evaluation. The exact cause of the pressure alarm cannot be determined. The user's guide identifies probable causes of the alarm and provides adequate instructions to resolve the alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff was notified of the event. Nxstage medical considers this report closed. No add'l info will be provided.